Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Philips received a report that the device has a defective power pca. There was no adverse patient impact reported.